Event description:
It was reported that the patient presented for a generator change due to an elective replacement indicator (eri) and a lead revision procedure. It was noted that the patient's right atrial (ra) lead exhibited noise over-sensing, which caused inappropriate mode switching as early as 2023. The ra lead was explanted and replaced. The patient remained stable before, during, and after the procedure.

Manufacturer narrative:
The reported events were noise and mode switch. The reported event of noise was confirmed. Only the distal portion of lead was returned for analysis. Visual inspection noted an external insulation abrasion breaching the outer insulation and exposing the outer coil located proximal to the suture tie impression consistent with friction to the device can. The cause of the reported event was isolated to the exposure of the coil in the abrasion zone. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any additional anomalies with the exception of procedural damage.